Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump failed the accuracy test. There was no reported injury to the patient.

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicating that reported event occurred during routine testing. There was no patient involvement in the reported event. Device evaluation summary: once cadd legacy pump was returned for analysis in used condition. The visual inspection of the pump identified no damage. The functional testing included accuracy testing. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The customer's concern regarding failed accuracy was unable to be confirmed. The reported issue could not be duplicated.